Event description:
The customer reported that he removed the sensor from the site, and part of it broke off and remained in his skin. The customer was able to remove the piece. Advised to return the sensor for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the device showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.